Event description:
It was reported that prior to starting a da vinci-assisted low anterior resection surgical procedure, the operating room staff observed that, after connecting the robot to ac power for over an hour, the battery icon remained half red/green and flashing. It was noted that the site had experienced low battery issues in the past, including an incident where the robot was plugged into the wrong outlet and failed to charge overnight. The battery led displayed a single led flashing red and green, indicating an attempt to charge. The site planned to monitor the battery leds throughout the day to ensure they progressively displayed more green leds, confirming charging. The procedure was completed as planned with no reported injury. An intuitive surgical, inc. (Isi) clinical sales representative (csr) called and stated the customer has connected the patient side card to the ac power for over 60 minutes and the battery icon was still flashing half red/green.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. Due to elevated customer temperature, the fse replaced both power supply switchers, system power manager (spm), and battery assembly. The system was tested and verified as ready for use. The first power supply switcher has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that could be related to the reported event. The unit was installed in a golden system as power supply #1 and underwent 10 power cycles without any related error codes being triggered. The system was left idle for 30 minutes on battery in order to drain it down to 84%, then recharge it up to 97% without any issues. The spm status was monitored during the charging section from 84%, 88%, 90%, and then 97%. The unit appeared to be working as expected and was fully functional. As a result of these findings, the fa team could not determine the root cause. The second power supply switcher has been evaluated by the fa team. Fa was not able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that could be related to the reported event. The unit was installed in a golden system as power supply #2 and underwent 10 power cycles without any related error codes being triggered. The system was left idle for 30 minutes on battery in order to drain it down to 84%, then recharge it up to 97% without any issues. The spm status was monitored during the charging section from 84%, 88%, 90%, and then 97%. The unit appeared to be working as expected and was fully functional. As a result of these findings, the fa team could not determine the root cause. The spm has been evaluated by the fa team. Fa was not able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that could be related to the reported event. The spm was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sat idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. As a result of these findings, fa team concluded that no root cause could be attributed to the reported issue. At this time, isi has not received the battery assembly for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the battery is returned (post failure analysis evaluation) or if additional information is received.